Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿outflow graft. Outflow graft / (B)(4) / expiration date: 2022-01-31. UDI #: (B)(4). Mfg date: 2017-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the low flows were due to outflow obstruction. The patient passed away four days after being admitted for low flows.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿outflow graft / serial unknown/ model #: 1125. Device evaluation anticipated, but not yet begun(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a thrombus in the outflow graft and was treated with antiplatelets and tissue plasminogen activator. Improvement was observed and the patient was discharged. The patient was readmitted when a sustained decrease in estimated flow was observed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed through log file analysis, which revealed 9 low flow alarms recorded since (B)(6) 2018. A sustained decrease in estimated flow and power consumption was logged on (B)(6) 2018 at approximately 23:30 to parameters below the normal operating range. Of note, it was reported that the patient had a thrombus in the outflow graft and was treated with antiplatelets and tissue plasminogen activator. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information and risk documentation, low flows can be attributed to multiple factors including but not limited to thrombus in the outflow graft, and/or kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft (B)(4); (B)(4). If information is provided in the future, a supplemental report will be issued.